Manufacturer narrative:
(B)(4). Info was not provided. Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a hemorrhoid procedure, it did not provide adequate cutting of tissue during firing. Staples looked intact, but ring of tissue was not. It was not reported how the case was completed. There was no reported pt consequence.